Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during dwell 4 of 6. The home patient (hp) called and stated the supply bag fell off the table and disconnected from the tubing, causing the alarm. The baxter technical service representative explained the alarm and explained proper set-up procedures per the user manual. The hp stated he would do a manual drain and fill. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the home patient (hp) on 08 nov 2010, who stated he discarded all of the disposables that night and instead did two manual exchanges. The hp stated that he sees his peritoneal dialysis (pd) nurse weekly and denied any injury or illness due to the incident. The hp continues on pd therapy with the home choice to date. This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 6 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because calcode issue was not resolved with troubleshooting.